Event description:
It was reported that a revision surgery was performed due to internally rotated tibia.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no supporting clinical/medical documents have been provided. Therefore, a thorough investigation cannot be performed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.